Event description:
The customer reported communication loss (comm loss) on the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Technical support (ts) troubleshot the issue with no change. Ts informed the customer that it might be an issue with the wall jack in the room. The customer will try to replace the cabling, check the wall jack and will reach out if needed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with the bedside monitors (bsms). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with the bedside monitors (bsms). Technical support (ts) attempted to troubleshoot the issue with no change. Ts informed the customer that it might be an issue with the wall jack in the room. No patient harm was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps identifying the bsms as end of life/ end of service. Nk ts had the customer check the group settings for the bsms, which were set to auto ip. Nk ts had the customer switch out the bsm for a known working device. The device would not show up on the cns. Nk ts advised the customer to replace the cable and check the port in the room being monitored. The customer to call back after a cable replacement and port check. Nk ts followed up with customer with no response to correspondence. With the available information it is reasonable to determine the root cause is the facility's network environment. It was most likely the port in the room or a network switch that needed to be replaced. A review of the serial number history shows no recurrence of the reported issue. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error.